Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/26/2019. The field service engineer (fse) confirmed the reported problem the fse replaced the 3-station solenoid to resolve this issue.

Event description:
The customer reported the device failed extended self-test, patient wye not unblocked. There was no patient involvement.